Event description:
On (B)(6), it was reported by a sales representative via sems-(B)(4) that an ar-9231-20 bracket was struck with a mallet when removing and snapped. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.